Manufacturer narrative:
The device has been received and pending investigation.

Event description:
The customer reported that diana cassette experienced a leak of fluorouracil. There was no information about patient involvement, adverse even or medical intervention. The event occurred on an unknown date.

Manufacturer narrative:
H10: two new samples were returned for investigation. There were no visual damage or anomalies observed with the returned devices. The devices were pressure leak tested and were found to met pressure leak expectation. The lot reviews were performed with no issues noted.